Event description:
It was reported that multiple cartridges were leaking from the o-ring and the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was experienced when filling multiple cartridges with insulin. Customer's blood glucose (bg) level was "high"; specific value was not provided. Reportedly, the customer fell. Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.